Event description:
The customer alleged that during resuscitation efforts, the pt circuit became disconnected. The low pressure alarm reportedly failed to activate and alert caregivers of the condition. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the failure alarm. The unit passed extended self testing and performance verification as described in the service manual. Additionally, the exhaled flow sensor was replaced, although no non-conformance was noted. It is not verified that the alarm failed to function and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.